Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 1 and 4 hours. Insulin was leaking from the pod. When removed from the infusion site (leg), the pod's cannula was found kinked/bent. As treatment for hyperglycemia, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. In addition, no issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed with no signs of leakage observed. No other damages or defects were observed that would result in the device failing to deliver insulin.